Event description:
It was stated that a pt on the cii clinitron noticed the unit getting hot. The bed automatically turned off at 103 degrees as it is supposed to. The nurse stated the pt was removed from the bed and within an hour a four inch red spot appeared on pt's bottom, alleging it was from the temperature of the bed.